Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18089022 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the outback elite 120cm was advanced to the left superficial femoral artery (sfa) via the right femoral artery. The catheter was able to re-enter, but was unable to retract the needle upon removal of the outback. The button was all the way retracted, but needle was still deployed. There was no reported injury to the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. All specified ports flushed with heparinized saline for preparation. The ports were flushed, followed by a 30 second pause, and then flushed again. The retraction difficulty occurred while the device was in the vessel. The catheter was held in a straight orientation, with no slack during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user did not hold onto the black handle or the clear plastic hub while torquing the device. The user did not encounter resistance when torquing the device. The tip was possibly stuck in the lesion while torquing. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the target re-entry site, and verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned. There was resistance or difficulty removing the outback from the patient. No abnormal force was required. The cannula was not retracted prior to catheter withdrawal. The device was used with a 6f 55cm non-cordis sheath. A guide catheter was not used to insert the outback. This patient¿s ischemic disease burden was a category 6 (major tissue loss; severe ischemic ulcers or frank gangrene). The case was completed successfully. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. As reported, the 120cm outback elite re-entry catheter was advanced to the left superficial femoral artery (sfa) via the right femoral artery. The catheter was able to re-enter but was unable to retract the needle upon removal of the outback. The button was all the way retracted, but the needle was still deployed. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). Nothing unusual was noted about the device prior to use. All specified ports were flushed with heparinized saline for preparation. The ports were flushed, followed by a 30 second pause, and then flushed again. The retraction difficulty occurred while the device was in the vessel. The catheter was held in a straight orientation, with no slack during preparation. There was no difficulty advancing the outback to the lesion. The user did not hold onto the black handle or the clear plastic hub while torquing the device. The user did not encounter resistance when torquing the device. The tip was possibly stuck in the lesion while torquing. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the target re-entry site, and verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was resistance or difficulty removing the outback from the patient. No abnormal force was required. The cannula was not retracted prior to catheter withdrawal. The device was used with a 6f 55cm non-cordis sheath. A guide catheter was not used to insert the outback. This patient¿s ischemic disease burden was a category 6 (major tissue loss; severe ischemic ulcers or frank gangrene). The case was completed successfully. A non-sterile unit of an ¿outback elite 120cm re-entry¿ device was received. During visual inspection, a kinked/bent condition was observed located approximately 17 cm from the distal tip. The unit was returned with the cannula needle fully deployed. The handle slider is set at the retracted position. No other anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. Per functional analysis, the handle slider was actuated to retract the needle cannula back, but it did not retract as expected. The slider functionality was tested by actuating it back and forward and no anomalies were observed. However, the needle cannula remained deployed. The returned device was analyzed using an x ray-machine focusing on the area of the curved shaft. The resulting image showed a separation of the cannula. The separated condition on the cannula is located at the distal side of the marker band. The cannula was extracted from the shaft confirming the separation condition. Sem analysis results showed that the cannula and the shaft of the outback elite 120cm re-entry device presented evidence of elongations near the separated areas. The elongations found on the shaft and cannula material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the materials were induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18089022 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle retraction difficulty unable to¿ was confirmed through analysis of the returned the device. Additionally, a ¿cannula/needle separated¿ condition was noted during analysis. However, the exact cause of this condition could not be conclusively determined. Based on the information available for review, procedural/handling factors (the tip was possibly stuck in the lesion while torquing) likely contributed to the separated cannula needle wire and the subsequent inability to retract the cannula/needle as evidenced by the elongations on the shaft and cannula in the area of separation. The elongations are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the materials were induced to a tensile force that exceeded the yield strength prior to the separation. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ as stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the design or manufacturing process of the unit. Controls are in place to verify the device conditions, and all were found to be accepted. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the outback elite 120cm was advanced to the left superficial femoral artery (sfa) via the right femoral artery. The catheter was able to re-enter, but was unable to retract the needle upon removal of the outback. The button was all the way retracted, but needle was still deployed. The cannula/needle was noted to be separated during the product analysis. There was no reported injury to the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. All specified ports flushed with heparinized saline for preparation. The ports were flushed, followed by a 30 second pause, and then flushed again. The retraction difficulty occurred while the device was in the vessel. The catheter was held in a straight orientation, with no slack during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user did not hold onto the black handle or the clear plastic hub while torquing the device. The user did not encounter resistance when torquing the device. The tip was possibly stuck in the lesion while torquing. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the target re-entry site, and verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned. There was resistance or difficulty removing the outback from the patient. No abnormal force was required. The cannula was not retracted prior to catheter withdrawal. The device was used with a 6f 55cm non-cordis sheath. A guide catheter was not used to insert the outback. This patient¿s ischemic disease burden was a category 6 (major tissue loss; severe ischemic ulcers or frank gangrene). The case was completed successfully. The device will be returned for evaluation.